Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a stent in the cephalic vein. A 10.0 x40, 75cm gladiator¿ balloon catheter was advanced for dilatation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The device was completely and safely removed from the patient's body and the procedure was completed with a 10x14 non-bsc balloon catheter. No patient complications were reported.